Manufacturer narrative:
The subject device is not available for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Structural deterioration is listed as a potential adverse event in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a 23 mm bioprosthetic aortic valve, implanted for 13 years and 10 months, was explanted due to severe aortic valvular stenosis and mild insufficiency. This case involved a (B)(6) female with a history of chronic arterial hypertension, chf nyha class ii, bicuspid aortic valve, replacement of the ascending aortic aneurysm and a aortic valve bioprosthetic valve with a dacron graft, alcohol abuse, and tobacco use. She presented with severe bioprosthetic aortic valvular stenosis and mild insufficiency. She was admitted to cvrr intubated and sedated, hemodynamically unstable and complete heart block paced 100%. She underwent an redo avr, re-do replacement of the ascending aorta and proximal traverse aortic arch (beveled hemi-arch with a 28 mm woven dacron tube graft. Intraoperatively, the previous valve was excised sharply and the annulus was debrided of calcium. A 23 mm bioprosthetic valve was reinserted and the sutures were tied and cut. A 28-mm woven dacron tube graft was beveled and sutured end to end as a beveled hemi arch. The graft was cut to length and sutured end to end to the stj. This allowed for resection of the dacron graft. The patient was weaned from cpb without difficulty. It was noted that she was then taken to the recovery room. On pod #1, patient remained in complete heart block placed 100%. On pod #7, permanent pacemaker was implanted. She progress and was later discharged on pod# 10.

Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation of stenosis was visually confirmed due to host tissue overgrowth. Report of insufficiency could not be confirmed through visual examination. As received, all three leaflets had cut sections which measured approximately 9mmx2mm on leaflet 1, 8mmx2mm on leaflet 2, and 4mmx2mm on leaflet 3. The cuts had smooth and even edges; leaflet fragments were not returned. X-ray demonstrated moderate calcification on all three leaflets, and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on the remaining of leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on the remaining of leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and minimal at the outflow aspect. The sewing ring was cut around the valve circumference, and the wireform was exposed on commissure 1. Based on the product evaluation findings, calcification and host tissue restricted leaflet mobility, and likely led to the reported stenosis.